Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the catheter was unable to be inserted into the left ventricular (lv) lead. The catheter and lv lead were replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of lead damage was confirmed. A partial lead was received in one piece for analysis with only the connector pin with the is- 1 seal ring. Visual and x-ray analysis did not reveal any anomalies with the exception of procedural damage.